Manufacturer narrative:
Corrosion was noted on the top housing and bottom battery. Inspection of the pod found an internal tear on the soft cannula. The internal leakage resulted in the pod failing to deliver insulin properly. No other damages or manufacturing deficiencies found that would contribute in failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 381 mg/dl while wearing the pod between 24 and 36 hours.